Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure outside the patient's anatomy, when the guidewire (subject device) was shaped and the introducer sheath was used to insert the guidewire (subject device) something like a thin film peeled off. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Event description:
It was reported that during procedure outside the patient's anatomy, when the guidewire (subject device) was shaped and the introducer sheath was used to insert the guidewire (subject device) something like a thin film peeled off. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added.d4 expiration date - added.there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that when the subject wire was shaped and an introducer sheath was used to insert the wire, something like a thin film peeled off, so the product was replaced, and the procedure was completed successfully. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the guidewire tip was shaped 60 degrees. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.